Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This rv lead was surgically abandoned.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed, and the pacemaker was explanted, while the right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned. No additional adverse patient effects were reported. Additional information indicated that the right ventricular (rv) lead was severed.

Manufacturer narrative:
The lead was returned approximately 78 millimeters (mm) from the terminal end and was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Microscopic inspections of the terminal pin assembly and electrode body found sight calcification on the insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to infection.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed, and the pacemaker was explanted, while the right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned. No additional adverse patient effects were reported. Additional information indicated that the right ventricular (rv) lead was severed. No additional adverse patient effects were reported.